Event description:
It was reported by service report that the siderail was stuck down due to a broken siderail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.